Event description:
Patient arrived to [redacted] with drug not completely infused, pump should have been completed by his appt time, but approximately 15-20 cc of drug remained in the bag. Waited 45minutes and no additional drug infused via pump. Consulted pharmacy. Suspect a malfunctioning pump. Dr. Paged. 16mg of dex ordered to premedicate patient, ok given to disconnect old blinatumomab and exchange for new bag.